Event description:
Caller indicated the relion micro meter was giving variable readings. Customer stated she purchased the meter due to her insurance changing and not being able to get the test strips for her contour meter. She went to (B)(6) and bought a relion micro meter. She stated the micro meter always reads different than her contour meter. On sunday around noon she tested her blood using the relion micro and received a reading of 146mg. According to that reading she gave herself a correction which releases insulin from her pump based on the readings. She stated she did not have any food to eat and did not feel her sugar was high. Next she tested using the contour meter and received a reading of 82mg. She tested again using the micro meter within 2 minutes and received a reading of 94mg. She feels the meter is not accurate and not safe. She stated sometimes it reads high and sometimes it reads low. She stated it never reads along the lines of the contour meter. She stated she contacted customer service to request a refund but could not complete the report because she needed to eat something because she had not eaten for 4 hours. Customer does not have control solution. Verified storage and blood testing technique. Stores in her bedroom, her test strips in the original container and seals bottle cap after removing a test strip. She washes her hands with soap and water or sometimes with alcohol but allows testing area to dry thoroughly. Requesting refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.